Manufacturer narrative:
Investigation conclusion: the customer reported event of an over infusion could not be replicated during functional testing. No obvious programming errors were found during the log review. The last infusion programmed was an infusion with a rate of 10 ml/hr with a vtbi of 80 ml of fentanyl. Timed rate accuracy test was performed on the returned pump module. The device was found to be delivering IV fluids within specification. The pump module was received with a broken upper membrane frame hinge. Broken membrane or hinge may result in unregulated flow. Membrane frame or hinge may become damaged with misuse of unapproved cleaning solutions/ cleaning methods. The disposable set was not returned for this investigation, therefore it is unknown if the set may have contributed to the customer¿s experience. Device inspection: external and internal inspection was performed on the returned pump module. During external inspection, the right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with corrosion and dry fluid residue. These observations were incidental findings with no impact to functional performance and relevant to the reported incident. The membrane upper hinge was observed broken and was taped to the side of the pump module. The membrane upper hinge was observed broken off and it was attached to side of the device. During internal inspection, the membrane frame bracket mounting tab was observed broken off. There was signs of fluid ingress on the membrane. All parts inspected were observed to be manufactured by bd. The incident administration set was not returned and could not be inspected. Root cause analysis: the probable cause of the customer¿s experience with an over infusion was due to a broken upper membrane frame hinge. The root cause of the broken membrane frame hinge was not identified. However, misuse of unapproved cleaning solutions/ cleaning methods in combination of normal wear on a device can result in damage to the membrane frame. Device history review: a review of the device history record showed the device had a manufacture date of 07oct2003. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3: device was received for evaluation.

Event description:
It was reported from micu that an overinfusion of fentanyl occurred. When the large volume pump door was opened, there was a crack seen on the upper hinge post. As the door was opened up, the upper hinge post broke all the way off. The channel was removed from the floor with the infusion bag and tubing intact. There were no adverse effects caused to the patient in this event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from micu that an overinfusion of fentanyl occurred. When the large volume pump door was opened, there was a crack seen on the upper hinge post. As the door was opened up, the upper hinge post broke all the way off. The channel was removed from the floor with the infusion bag and tubing intact. There were no adverse effects caused to the patient in this event.